Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis manifested by cloudy pd fluid and abdominal symptoms. The severity of the event was reported as mild. On an unknown date, the patient was hospitalized. On (B)(6) 2010, the patient began treatment with vancomycin 2gm ip, gentamycin 40mg ip and levofloxacin 500mg pd stat. On (B)(6) 2010, the patient recovered from the bacterial peritonitis. On (B)(6) 2010, vancomycin was discontinued. On (B)(6) 2010, levofloxacin was discontinued. It was not reported whether gentamycin treatment was continued. The nurse reported "despite a lack of bacterial culture, the episode had followed a normal pattern and had responded to antibiotics; therefore it must have had a bacterial cause". The root cause of the peritonitis was unknown. Dianeal pd4 unknown bag and extraneal viaflex therapies were continued. The reporter believed the event of bacterial peritonitis was not related to dianeal pd4 unknown bag or to extraneal viaflex therapies.